Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, during delivery catheter system (dcs) removal, interaction between the nose cone of the dcs and valve occurred, and the valve dislodged. Subsequently, a snare was used to grasp the paddle of the dislodged valve while a second transcatheter valve was attempted. Upon dcs advancement of the second valve, the dcs was difficult to advance due to interference with the first valve. During this process, a dissection occurred in the ascending aorta. Subsequently, the second valve was implanted and a computed tomography (CT) scan was performed that confirmed the ascending aortic dissection. Following the implant procedure, the patient remained stable and not treatment was performed.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection was caused when grabbing the first valve with a snare and raising it to the ascending aorta, the valve's edge caused the dissection. The patient's hemodynamics are stable and there is no thrombosis related to the dissection.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, during delivery catheter system (dcs) removal, interaction between the nose cone of the dcs and valve occurred, and the valve dislodged. Subsequently, a snare was used to grasp the paddle of the dislodged valve while a second transcatheter valve was attempted. Upon dcs advancement of the second valve, the dcs was difficult to advance due to interference with the first valve. During this process, a dissection occurred in the ascending aorta. Subsequently, the second valve was implanted and a computed tomography (CT) scan was performed that confirmed the ascending aortic dissection. Following the implant procedure, the patient remained stable and not treatment was performed. Additional information was received that the dissection was caused when grabbing the first valve with a snare and raising it to the ascending aorta, the valve's edge caused the dissection. The patient's hemodynamics are stable and there is no thrombosis related to the dissection. Additional information was received that 7 days following the implant of the valve, a cerebral infarction occurred.